Event description:
It was reported that the patient with this pacemaker system had a history of twiddlers syndrome. An in persons examination was performed and device data was reviewed. It was noted there was oversensing for the right ventricular (rv) lead. And high capture threshold measurements for the right ventricular (rv) lead. Rv pacing output was increased. It was noted that for the right atrial (ra) lead there was a was a lack of sensing, loss of capture (loc), noisy signals and an increase in impedance measurements. X-ray imaging was performed and it was confirmed the ra lead had become dislodged. The patient was admitted to the hospital but at this time there is no indication a revision has been performed. This pacemaker system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this pacemaker system had a history of twiddlers syndrome. An in persons examination was performed and device data was reviewed. It was noted there was oversensing for the right ventricular (rv) lead. And high capture threshold measurements for the right ventricular (rv) lead. Rv pacing output was increased. It was noted that for the right atrial (ra) lead there was a was a lack of sensing, loss of capture (loc), noisy signals and an increase in impedance measurements. X-ray imaging was performed and it was confirmed the ra lead had become dislodged. The patient was admitted to the hospital but at this time there is no indication a revision has been performed. This pacemaker system remains in service. No additional adverse patient effects were reported. Correction to c.s: it was reported that this pacemaker with this implantable cardioverter defibrillator (ICD) was pacemaker dependent and had a history of twiddlers syndrome. An emergent in person examination was performed and device data was reviewed. Right ventricular (rv) lead oversensing was observed resulting in inappropriate atr episodes and high capture threshold measurements were observed therefore the rv pacing output was increased. Rythmiq episodes correlated with loss of av synchrony. The right atrial (ra) lead exhibited undersensing, loss of capture (loc), loss of pacing, noisy signals and a decrease in pace impedance measurements of less than 200 ohms. X-ray imaging had previously been performed for this patient which the physician reviewed currently which revealed the ra lead was dislodged. No therapies had been delivered since implant. The patient was admitted to the hospital but at this time there is no indication a revision has been performed. This ICD system remains in service. No additional adverse patient effects were reported. Additional information was requested from the field in which it was discovered this patient had expired the same day as the documented clinical observations. It was found that the physician had considered lead extraction and re-implantation of this dislodged ra lead however, the patient was considered high risk and instead transitioned to palliative care. A code was later called after this patient went into a pulseless ventricular tachycardia (vt) and external shocks were provided which were unsuccessful in converting the arrhythmia. Transcutaneous pacing was attempted unsuccessfully. It is unclear if the device had been disabled via a magnet placed over the implant site upon transition to palliative care, at the time of the terminal event. It does not appear a device interrogation was obtained during or after the terminal event. The field representative confirmed additional information that this patient had been hospitalization related to falls at their assisted living facility, broken ribs, and had been admitted to critical care due to a bile duct obstruction. This patient had a multitude of other conditions and medical history. The physician did not believe this device directly contributed to this patients death as it attempted to convert the arrhythmia but was unsuccessful in doing so.